Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted the lead and guidewire were returned. Visual analysis showed the guidewire broke into two pieces. The distal end of the guidewire kinked inside the lead tip nose. The distal end of the lead obstructed by guidewire stuck in the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the guidewire would not come out of the lead lumen. The lv lead was removed and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.